Event description:
It was reported that an ilet pump arrived from school with a cracked screen, and an image of the damage was provided to customer care; blood glucose was reportedly not impacted, and a replacement ilet was issued with instructions for return of the original. Symptoms included no reported changes in blood glucose or clinical symptoms. Outcomes included continued use of the user¿s dexcom g6/g7 separately until the replacement was set up. Investigation included collection of photographic evidence and coordination of device replacement and return. Investigation of this device revealed physical damage to the display consistent with a broken or cracked screen, with no associated alerts or alarms and no impact to therapy reported. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.